Manufacturer narrative:
The device was received for evaluation. The actual device was evaluated and the visual inspection did not reveal any failures. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leaked was observed between the arterial header and the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.